Event description:
It was initially reported that there were coupling and/or communication issues between the implantable neurostimulator (ins) and patient programmer. An ins overdischarge was suspected. It was stated that patient compliance was primary reason for overdischarge. The last time any stimulation was felt was 1 to 2 months ago. The last successful recharging session was also 1 to 2 months ago. More than six weeks later telemetry issues were reported. The patient was doing physician mode recharge (pmr) and it was stated he couldn't turn the device on or off. He performed charging and was getting an overstimulation sensation. The recharger still gave a power on reset (por) message which reportedly had been cleared. Upon syncing up with the programmer, a warning por message was seen. The message was eventually cleared with the physician programmer and no other messages appeared. The sequence of events that the patient had performed prior to this happening was unclear. The situation was resolved and the patient resumed normal stimulation. Two days later it was confirmed that there had indeed been an overdischarge. The pmr was successfully performed. No error codes accompanying the por were seen. No other interventions were taken or planned. The patient needed to be seen to clear por and turn off the system because it was locked in the on state with a higher pulse width.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).